Event description:
After I had essure placed in my fallopian tubes, I noticed that my hair started falling out in chunks. I have extreme pain on both my hips everyday since I had the essure placed. The pain in my hips is so extreme where I have to take pain medicine everyday just to be able to walk. At night when I'm trying to sleep, my hips hurt so much where I am woken up constantly. I have had continuous bacterial vaginosis diagnosed by my gynecologist. I am on constant antibiotics to help cure this issue. I have been diagnosed with (B)(6) by my gynecologist.